Event description:
It was reported that during a breast biopsy procedure, no tissue samples were able to be obtained with the device at all clock positions. A second and third device were used with the same results. At this point, the surgeon decided to send the pt to surgery to obtain samples. Add'l info requested but not yet received.

Manufacturer narrative:
Date sent: 10/16/09. Device was not returned for evaluation.